Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4469 competitor lead implanted: (B)(6) 2003, 0157 competitor lead implanted: (B)(6) 2003; blv_bis-10 adaptor implanted: (B)(6) 2011. (B)(4).